Event description:
It was reported that the patient presented for a lead revision of the atrial lead. The patient has a history of heart transplant with an atrial lead in native heart tissue, plugged into the ra port of the device. A secondary atrial lead was placed in the donor heart tissue, plugged into the rv port of the device. The secondary lead exhibited high ventricular rates and pacing inhibition due to over-sensed noise. The lead was capped on (B)(6) 2022 and replaced. The patient was stable throughout.